Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line (resistance). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. During deployment, removal of the lock line was noted to be difficult. Force was applied to fully remove the lock line. Removal was successfully and the clip released as normal. A second clip was implanted and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.